Manufacturer narrative:
Manufacturer's report date:10/15/2014. Internal file no: (B)(6). The customer's report that a pump stopped infusing during a norepinephrine infusion was confirmed via log analysis. The event log indicated the infusion was started around 03:53 pm on (B)(6) 2014. Approximately at 04:06 pm, the pcu alarmed for "channels disconnected." The pump module's event log indicated it was a power interruption which stopped the infusion. The user did not restart the infusion. The system was powered off approximately 8 mins after the user reprogrammed an infusion that was stopped on the suspected source pump module. Testing of the returned system (pcu and pump modules) found the channels disconnected error event not reproducible. Inspection of the left iui connector on the source pump module showed excessive wear with contamination and corrosion on its pins. The left iui connector had an age of approximately 10 years and appeared to be the original iui connector installed during the device's manufacturing. The root cause of the customer's report was not identified, but the noted condition of a pump module's left iui is suspected to be the cause for the customer's reported incident. Facility variance report # (B)(4).

Event description:
The customer reported that the pump stopped infusing for an unk length of time during a norepinephrine infusion. The pt was hypotensive but it is not clear whether this was from the event or the pt's underlying condition as the pt was hypotensive prior to the event, as well. Norepinephrine 8 mg per 250 ml was reported to infuse at 20 micrograms/min but it was also reported to start the infusion at 5 mcg/min and titrate every 5 min. To achieve map of 65 or sbp > 90 mmhg. Add'l medications infusing included ns (0.9%) 2000 ml/hr x 1 started at 1510 as bolus dose; vancomycin 2000 mg ivpb. Add'l treatment due to the event was reported as ns 500 ml at 1000 ml/hr to infuse over 30 min at 2010. Although requested, no further pt or event info was provided.